Event description:
It was reported that during patient use, the ventilator displayed a "service required" message. Although the ventilator did not stop cycling, the patient was removed from the device and placed on an alternate ventilator without any reported patient harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device but was unable to reproduce the fault. The device passed all calibrations and performance verification testings according to manufacturer specifications.